Manufacturer narrative:
The initial MDR 2432235-2022-00267 was submitted on 23-sep-2022. Additional information (25-oct-2022): siemens evaluated the available data, including an analyzer log file and found that multiple samples were flagged with error codes "e522: below assay range, e161: plausibility check failed and e115: diluted". Atellica solution product labeling provides that an automatic repeat of a test result with dilution extends the test's measuring interval. It is expected that when a test result is above the assay range it will be repeated with dilution and then yield a reportable test result after dilution. When an above assay range test result is repeated with dilution and is found to be below the assay range an "e161: plausibility check" error is generated, indicating an unexpected test result. This is by design and may indicate a potential sample integrity issue. The frequency of the error codes noted (e522, e161, and e115) was calculated at < 1.0 % from the data provided by the customer. This frequency was compared to other random time periods prior to and after the reported incident. The frequency was equivalent in all cases. The siemens customer service engineer (cse) noted some potential issues with the level sensing on the sample arm and possible excessive friction on the sample mixer. There are no indications that these potential hardware issues were involved with the reported event. Service troubleshooting steps were performed, and the analyzer was noted as operating as expected. The cause of the "e522: below assay range, e115: diluted and e161: plausibility check failed" error codes is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6. Adverse event problem code(s) was updated.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that the atellica ch 930 analyzer was generating error codes "e522:below assay range, e522:below assay range/e115:diluted and e161:plausibility check failed/e115:diluted" for various tests. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse ran the atellica test procedures (atp) and replaced the sample mixer impeller. Siemens is investigating.

Event description:
The customer contacted siemens to report that the atellica ch 930 analyzer was generating error codes "e522:below assay range, e522:below assay range/e115:diluted and e161:plausibility check failed/e115:diluted" for various tests. The initial test results with these error codes were released to, and questioned by, the physician(s). The samples were repeated on the same atellica ch 930 analyzer and the repeat test results were generated without error codes. It is unknown if the repeat test results were considered correct. It is unknown if the repeat test results were reported to the physician(s). The repeat test results were not provided for evaluation. There are no known reports of patient intervention or adverse health consequences due to the event.